Manufacturer narrative:
Concomitant medical products: product ID: neu unknown cath, serial# unknown , product type: catheter. (B)(4).

Event description:
It was reported that the patient¿s symptoms were not improved despite dose increases. The patient experienced increased spasticity and less than 50% therapy relief. The physician suspected underinfusion. The system remains implant and the action planned was a volume check at a refill. It was noted that at a previous refill the volume was ¿ok.¿ diagnostic testing included x-rays. It was unknown if the issue was resolved or if the cause of the issue was determined. At the time of the event the patient's status was reported as alive-no injury. This device system delivered baclofen. Additional information was requested. It was further clarified that the next refill was planned for (B)(6) 2014. The logs noted no messages related to a pump malfunction. It was unclear if a catheter check was to be performed. The physician increased the dose and will see the patient again in ¿some weeks.¿ the patient is well and reported myoclonias during the night. The neurosurgeon reported that the pump was in the correct location. The device system delivered lioresal.

Event description:
It was later confirmed that the patient was doing well with a scheduled follow-up visit on (B)(6) 2014.